Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed a "check pads" message and inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the logs for the (B)(6) 2025 event showed the device displayed "pads-off" messages, which may be due to pad placement or patient preoperation. The event pads and multifunction cable (mfc) were not returned for evaluation. Lot number information was not available. The device passed testing with no faults found, and no shutdowns were observed. Power-off logs indicated a button press and battery removal during the event. The customer could not confirm if the issue occurred in transit or onsite. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.